Manufacturer narrative:
Batch review performed on 03 march 2026. Gmk-sphere 02.07.0035rp patella resurfacing s.3 (new generation) (k090988) lot 2111896: (B)(4) items manufactured and released on 10-nov-2021. Expiration date: 27-oct-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event since the batch release. Gmk-sphere 02.12.e0510crl gmk-sphere tibial insert e-cross - cr 5l - 10mm (k202022) lot 2212154: (B)(4) items manufactured and released on 06-sep-2022. Expiration date: 16-aug-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event since the batch release. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. Aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 1 year and 6 months from the primary, the patient came in presenting instability due to a loose patella and the cause is unknown. No trauma was reported. The surgeon revised the medacta patella to a competitor patella and revised the gmk-sphere size 5l -10mm insert to a gmk-sphere size 5l -12mm insert. The surgery was completed successfully.